Manufacturer narrative:
Device is a combination product. (B)(4). A synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis, the manifold containing the specific lot number for this device was not returned. A visual examination of the crimped stent found severe stent damage. The distal stent struts were pushed in a proximal direction exposing the balloon wall for approximately 7mm. The first most proximal strut was pushed over the proximal markerband. The central struts were bunched together and deformed. The crimped stent profile data for this device could not be reviewed as the manifold was not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination revealed that the hypotube was broken approximately 1445mm proximal to the tip with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the eccentric left circumflex (lcx) artery with a bend greater than 45 degrees. Vascular access was obtained via the femoral artery and a 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the acute angle of the lesion. Other stents were advanced and also failed to cross the lesion. The patient was sent to surgery in order to treat the multivessel disease of the lcx, right coronary and left anterior descending arteries. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent moved on balloon and hypotube break. It was further reported that the delivery system was intact upon removal from the patient and the hypotube broke during handling, after removal from the patient's body.